Manufacturer narrative:
(B)(4). The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject device was not implanted due to low magnet rate (85bpm). It was returned for analysis.

Manufacturer narrative:
(B)(4). Please refer to the attached report.

Event description:
Reportedly, the subject device was not implanted due to low magnet rate (85bpm). It was returned for analysis.